Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/18/2025 and open vial date is 2 months ago. The meter memory was reviewed for previous test result history: result 1: lo date: 7/26 time: 9:30 pm unknown result 2: lo date: 7/25 time: 12:53 pm unknown result 3: lo date: 7/22 time: 1:15 pm unknown result 4: lo date: 7/14 time: 4:28 pm unknown result 5: lo date: 7/13 time: 12:36 pm unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 19-sep-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.